Manufacturer narrative:
(B)(4) . A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Expedium polyaxial screw driver tip broke off in screw head during insertion. Broken piece was removed from screw head.

Manufacturer narrative:
Visual examination found the screwdriver was broken at its distal tip. The instrument was subsequently submitted for fracture analysis. Optical imaging of the driver tip revealed plastic deformation at the hex lobes and torsional shear markings following a circular pattern. The plastic deformation at the hex lobes indicates a torsional overload of the fractured tip. This suggests the fractured tip underwent a quasi-static overload torsional shear failure. No material defects or other abnormalities were found. Driver was found to be within acceptable hardness boundaries according to the certificate of compliance. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. A trend analysis was conducted. No emerging trends were found requiring further actions. The root cause of the driver tip breaking cannot be determined from the sample and the information provided. The results of fracture analysis have determined that a probable root cause is quasi-static overload torsional shear. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends were found, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.